Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse, control panel processor, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system would not boot up, rendering the system unusable. There is no report of injury or death associated with the event described in this complaint.